Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got a message from the insulin pump that said auto suspend. Their blood glucose level during the incident was 84 mg/dl. The auto suspend started at night when they were sleeping. The customer's blood glucose level was 400 mg/dl which they treated with manual injection. They checked the alarm history. It was found that the date on the insulin pump was wrong. They were assisted with changing the date and turning off the auto suspend. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.